Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set fell off event on (B)(6) 2024. The event occured within 2 days of insertion. The blood glucose level was 366 mg/dl at the time of event. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.